Manufacturer narrative:
Investigation/conclusion: further investigation cannot be pursued because there is no lot number. Trend code analysis is performed in the monthly complaint review.

Event description:
Customer reported 5-6 potential false negative hcg results using the consult hcg dipstick pregnancy test. The date or dates of occurrence are unknown. The pregnancies were confirmed with serum testing which were positive in all cases. The serum tests were performed on the same day as the consult hcg dipstick test. There was no adverse patient sequela. There was no additional information provided.